Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) with atrial arrythmia therapy capabilities exihibited atrial undersensing.